Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device is unavailable. The device was not returned to baxter for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor lv 5 ml/h was observed detached from the filling device. This event occurred during filling. This device was being filled with 16ml sodium chloride, 350mg vorina, and 2500mg fluorouracil(5-fu). As a result of this event, the healthcare professional who was filling the device was exposed to 5-fu near their ear. There was no report of patient injury or medical intervention. No additional information is currently available.